Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous high inr results on coaguchek xs meter with serial number (B)(4). The customer initially tested on the meter at 8:14 a.m. With a result of 3.7 inr. The customer retested on the meter using the same finger at 8:29 a.m. And the result was 4.6 inr. The customer didn¿t think these results were correct. Both of these results came from the same strip vial. The customer opened a new vial of test strips with the same lot number and tested on the meter again at 8:52 a.m. With a result of 2.2 inr. The customer was not sure whether this result was correct either but stated it may be correct since it is within his therapeutic range. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. The patient did not receive any treatment based on these results and no medication was adjusted based on these results. No adverse event occurred. The customer is in stable condition. The customer is not experiencing bleeding or bruising. The customer has not had any diet changes, no changes in warfarin and no new illnesses or new medications. The meter has never been cleaned. The customer is not anemic or polycythemic. The customer is not taking any other anti-coagulants and does not have antiphospholipid antibodies. The meter and both vials of the affected strip lot were requested for investigation. The customer returned the meter and both vials of test strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.1 inr. Donor #2 inr: 2.3 inr. Donor #1 hct: 47%. Donor #2 hct: 48%. Vial #1: donor #1: master lot: 2.1 inr. Donor #1: customer strip and customer meter: 2.1 inr. Donor #2: master lot: 2.2 inr. Donor #2: customer strip and customer meter: 2.2 inr. Vial #2: donor #1: master lot: 2.1 inr. Donor #1: customer strip and customer meter: 2.0 inr. Donor #2: master lot: 2.2 inr. Donor #2: customer strip and customer meter: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. A specific root cause for this event was not identified. No information was provided in the complaint that would point to a cause for the discrepant results. Relevant retention test strips (lot 194492-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.